Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the display screen was found to be blank. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with the device's lcd screen. During further evaluation of the ventilator at the third party service center, an issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue.